Manufacturer narrative:
Exemption number e2011009 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device is currently shipping from brazil to bbm in germany for investigation. A follow-up report will be provided after the inspection results are available. Reviewed the device history record and no abnormalities found during in-process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): doesn't occur infusion, patient returned after four days with the pump full of medication.

Manufacturer narrative:
Exemption number e2011009 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen a(manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received a complaint sample in a soaked plastic bag respectively soaked styrofoam box. The plastic bag/styrofoam box with its content was in a very bad condition. As-received condition the complaint sample was leaking in the outer plastic bag. The outer plastic bag is not really closed, it is just knotted. Furthermore the styrofoam box respectively the complaint sample in that box is leaking in this outer bag! Immediately after receiving the soaked plastic bag/styrofoam box this box was destroyed! Due to the very poor condition (hygienic reason) of the received complaint sample and its packaging, these intensively contaminated sample was not taken to an inspection! According to the received information the sample is contaminated with a cytostatic drug! Therefore not tests could be carried out at the complaint sample. Thus an evaluation of the complaint is not possible.